Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Consequently, the user is scheduled for re-implantation on (B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient experienced a decrease in hearing benefit after a device unrelated ear surgery. However, no device failure was found explaining the reported issues. Further in situ measurements showed up to two channels with hi status due to undetermined reasons. This is a final report.

Event description:
Hearing performance with the device is affected. Consequently, the user was reimplanted.